Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) cefazolin (1g per day, ongoing) and ip ceftazidime 1g per day, ongoing). At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction, h4: device manufacture date: 10/28/22 to 11/04/22 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Correction/removal report number: 1019003-02/01/2023-001-r should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.